Event description:
The user is questioning the "no shock advised" notification given by the device during a patient use event. The user states once they used a medtronic device, the patient was able to be shocked. There was no patient data on the data card in the device at the time of the patient use event. The patient outcome is unknown.

Event description:
New information has been received stating the patient did not survive. The user is questioning the "no shock advised" notification given by the device during a patient use event. The user states once they used a medtronic device, the patient was able to be shocked. There was no patient data on the data card in the device at the time of the patient use event. The patient outcome is unknown.

Manufacturer narrative:
New information received states the date of occurrence was (B)(6) and not as previously reported.

Manufacturer narrative:
(B)(4).